Event description:
The pt received the scs system on (B)(6) 2010. It was reported the pt was no longer feeling stimulation. It was also reported the pt had not charged the ipg for approx six months and the charging system could no longer locate the ipg. The physician removed and replaced the ipg on (B)(6) 2012.

Manufacturer narrative:
Add'l info - 1627487-12192011-003-r. This ipg serial number was included in a field advisory. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.